Event description:
It was reported that the patient with this right ventricular (rv) lead experienced infection. No additional adverse patient effects were reported. Currently, this rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).